Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil placement in an aneurysm, after the physician placed the coil, he was unable to detach it. The product was successfully removed from the pt. Another coil was successfully placed after the reported product issue. A dcs syringe was used for the procedure. The physician had successfully placed two coils prior to the reported issue. The dcs syringe had exceeded the black line (position #3) prior to the reported issue. The procedure was prolonged for fifteen minutes due to the product issue. The procedure was successfully completed. There was no reported pt injury.

Manufacturer narrative:
The product is available for eval and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.